Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus sensor did not pair with the ilet because it had been initially scanned and activated using the abbott app, rendering the sensor in use by another device and unavailable for pairing with the ilet. No adverse clinical symptoms reported. Outcomes included successful user education and troubleshooting, with guidance provided to obtain a new sensor and to perform proper scanning and pairing with the ilet. User support included product-use troubleshooting and user education conducted remotely. Investigation of this case revealed that the sensor¿s prior activation with a different application prevented pairing with the ilet, consistent with expected product-use behavior for sensors already claimed by another device. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to sensor activation workflow.